Event description:
It was reported that there was a periprosthetic joint infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethylene 12. Cat. No.: unk, unknown nrg femur #6, lot code: unk; cat. No.: unk, unknown tibial tray 5, lot code: unk; cat. No.: unk, unknown patella, lot code: unk. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.